Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the staff member thought the red arrow on the fiber optic input port must perfectly align with the red arrow on fiber optic plug. Explained to customer that the arrows are simply for orientation purposes so user does not try to force the fiber optic cable into the port upside down. Nothing wrong with unit. Fiber optics cable plugs in properly and unit passed fiber optic tests. Functional testing and safety check to factory specifications. Unit passes all functional and safety test per factory specifications. Returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6).

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) was misaligned. There was no patient involvement.